Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube and outer were both kinked at various positions along their length this type of damage is consistent with excessive force being applied to the delivery system. The stent was damaged at the distal end. Struts on the most distal rows were lifted upwards. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   The 90% stenosed target lesion was located in the moderately calcified and severely tortuous unspecified vessel. A 2.75x16mm promus element plus stent was advanced to treat the lesion but was unable to cross the lesion and the shaft got kinked. The catheter was removed and the procedure was completed with another with same device. No patient complications were reported and the patient's status was good . However, returned device analysis revealed distal stent damage.